Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 138 mg/dl. Customer declined to troubleshoot the issue with tandem technical support. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.